Event description:
The lead and generator were explanted due to cardiac issues which were previously reported in mfg. Report #1644487-2016-02764. During that investigation it was reported that diagnostics results were within normal limits while the cardiac events were occurring. Following surgery both the lead and generator were returned and underwent product analysis. Generator results are reported in mfg. Report #1644487-2016-02764. Analysis of the lead found that the lead was received in one portion. Setscrew marks were present on the connector pin, indicating that at one time there was proper contact between the generator and lead. A continuity check was performed on the lead portion and no discontinuities were observed. Abraded openings were observed in the lead's bilumen tubing and these openings appeared to have provided a pathway for bodily fluid to enter the tubing. It appeared that the abraded openings were potentially related to wear. It was previously reported that diagnostics were within acceptable limits during the device's implant when the cardiac events were occurring therefore it did not appear that the abraded openings and fluid ingress were related to the cardiac issues. The abraded openings are being reported in mfg. Report #1644487-2018-00239 and the cardiac events will continue to be captured in mfg. Report #1644487-2016-02764 as the malfunction and serious injury do not appear to be related.